Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements as well as high threshold measurements. The ICD was reprogrammed, and the patient is being listed for defibrillation threshold (dft) testing. The ICD remains in service and there have been no adverse patient effects reported.